Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s flow value showing 0.0 lpm was confirmed via the provided log files. The provided event log file contained data spanning approximately 11 hours ((B)(6) 2022, 1:35 ¿ 12:11 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Low flow alarms were observed throughout the data, as the flow value was observed to be 0.0 lpm. The provided periodic log file was also reviewed, recording events at approximately ~1 hour intervals. The patient¿s flow value was observed to have dropped to 0.0 lpm sometime after (B)(6) 2022 at 19:24. Thrombus was suspected to be the cause of the flow value reading at 0.0 lpm; however, this was unable to be confirmed, as the pump serial number (B)(4), related manufacturer report number: 2916596-2022-11713 was not returned for analysis. Questions regarding the event were also asked multiple times, and no responses were received. The flow value reading as 0.0 lpm could have also been caused by a communication issue between the controller and the pump. The system controller serial number (B)(4).) Was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was showing a 0.0 liters per minute (lpm) flow. Log files contained multiple strings of constant low flows of 0.0 lpm. There was concern for thrombus. The patient received a pump exchange on (B)(6) 2022. Related manufacturer report number: (B)(4).